Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 302830, batch no. 8178795. It was reported that during use of the bd syringe with luer-lok¿ tip the syringe plunger broke. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we were notified by our customer that a syringe, becton dickinson #302830 luer-lock, 20ml failed in the field. The syringe was from lot 8178795 exp 2023-07-3. The packing for the two syringes from the kit that failed was mixed up so we do not know which cavity the syringe was from but it was either cavity 5 or 7.

Manufacturer narrative:
Investigation: three (3) photos were provided by the customer for investigation. Two (2) of the photos show a person holding a syringe next to a green cup which has a plastic piece in it. In addition, the syringe the person is holding has part of one of the ribs of the plunger rod which has been broken. The broken piece appears to still be partially attached to the plunger rod. The third (3rd) photo shows a person holding a plunger rod which has two (2) of the plunger rod ribs damaged and broken. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
Material no. 302830. Batch no. 8178795. It was reported that during use of the bd syringe with luer-lok¿ tip the syringe plunger broke. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: we were notified by our customer that a syringe, becton dickinson #302830 luer-lock, 20ml failed in the field. The syringe was from lot 8178795 exp 2023-07-3. The packing for the two syringes from the kit that failed was mixed up so we do not know which cavity the syringe was from but it was either cavity 5 or 7.